Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. Additional information provided that the patient experienced an injury that fractured c7/t1. The most likely cause of the loosening is the fall the patient sustained; however, the exact cause of the reported issue cannot be determined.

Event description:
A revision surgery was performed due to a patient injury (fall) that fractured c7/t1 causing (2) posterior quartex screws to pull out at t1-t2.